Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient's family told the caller the patient's battery wasn't working. They were unable to provide further detail. They were redirected to the patient's healthcare provider to have a device check. No patient symptoms were reported. Additional information was received. The healthcare provider called back because they needed assistance checking to see if stimulation was off. On the call they received a poor communication screen when the antenna was attached, but they were able to connect when the antenna was not attached. It was verified stimulation was off.